Event description:
It was reported the catheter had a kink and hole in it and was replaced. No patient symptoms, drug or outcome reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation summary: the catheter was returned in 3 segments. Analysis found ¿no significant anomaly ¿ catheter body ¿ slice cut¿. There was material missing from the catheter at the 20 cm marking as a result of a slice cut. The slice cut went deep enough down to where the inner lumen had been breached. The damaged area showed striations in the material consistent with having been cut. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.